Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a removal of a bile duct stone on (B)(6), 2012. According to the complainant, the guidewire was inserted through a cannula into the patient's upper bile duct. The guidewire was withdrawn as it was not able to reach the desired position. After withdrawing, the physician noted that approximately 3cm of the distal tip had detached, exposing the tip of the corewire. Part of the detached piece was recovered with a basket that was being used to remove the stones and the rest was left to pass naturally. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a removal of a bile duct stone on (B)(6), 2012. According to the complainant, the guidewire was inserted through a cannula into the patient's upper bile duct. The guidewire was withdrawn as it was not able to reach the desired position. After withdrawing, the physician noted that approximately 3cm of the distal tip had detached, exposing the tip of the corewire. Part of the detached piece was recovered with a basket that was being used to remove the stones and the rest was left to pass naturally. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax tip had partially detached, exposing the tip of the corewire. There was no damage noted to the corewire and diameter of the guidewire was found to be within specification. It is possible that unstated procedure and possibly clinical factors may have contributed to the pebax got damaged during withdrawing, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A similar complaint review revealed no other complaints reported for lot number 12323137. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years of age. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.